Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of dark surgical residue. (B)(4)

Event description:
The reporter stated an aa4203tl silicone toric single piece lens tore during loading, there was patient contact but no injury, no sutures needed.